Event description:
The patient underwent surgical replacement intervention on (B)(6) 2023 in which both leads were replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The event of a patient with high lead impedances on both leads was reported to abbott. The leads were replaced, and effective therapy was reestablished. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-19003. Patient reportedly is experiencing high impedance on both scs leads. Surgical revision is expected to take place to fix patient issue.

Manufacturer narrative:
Event date is estimated.